Event description:
The customer stated he was hospitalized for high blood glucose levels. Prior to the hospitalization, the customer stated he changed the infusion set. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump failed to prime test on the first attempt. The customer declined further troubleshooting.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.